Manufacturer narrative:
(B)(4). The returned product showed a u -shaped curve along the length of approximately 85 to 90mm, and a 90 degree kink at 90mm from the distal tip. Starting at 40mm from the distal tip towards the distal end, the outer and inner coils were frayed and severely stretched. The core wire was severed at approximately 1mm from the distal end and was stuck together with the distal tip. The distance from the proximal end of the coil to the severed position and when combined with the length of the tip was with in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that tip damage occurred. A samurai straight-tip guidewire was selected for a procedure. However it was noticed during the procedure that the wire frayed at the tip. The wire was removed "carefully" and the procedure was completed with another samurai wire. No patient complications were reported. However device analysis revealed core wire fracture.